Manufacturer narrative:
The exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), an endovascular aneurysm repair (evar) was performed using a gore® excluder® conformable aaa endoprosthesis. The procedure went well and patient was sent home. On an unknown date in (B)(6) 2022, the patient returned to the hospital with abdominal pain. It appeared to be an inflammation of the aorta which was treated with medication. Unfortunately, the inflammation remained and so the physician suspected an infected stent graft. On (B)(6), the devices was explanted and a biological graft was implanted. After examination (biopsy of tissues and the stent graft), it was confirmed that there was no infection found on the stent grafts, only a severe inflammation of the aorta. Patient is doing well.

Manufacturer narrative:
A review of the manufacturing and sterilization records indicated the lot met pre-release manufacturing specifications. Engineering evaluation could not be conducted as the device was discarded. Updated h6: added type of investigation code b13. Updated investigation findings code to c19 - no device problem found. Code 3233 is no longer applicable. Updated investigation conclusions code to d10. Code 11 is no longer applicable. This event is reported due to the explant, the cause of which was confirmed to not be device related.